Event description:
This lead was capped and replaced for an unknown reason. Attempted to find out more information, but no additional information was received. There were no known patient events. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.